Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between july 1 ¿ september 30, 2025. This report summarizes 11 events for the failure: overheating of device. 1 event had problem identified before clinical use/exposure; there was no patient involvement. 8 events had problem identified during non-clinical procedure; there was no patient involvement. 2 events had no health consequences or impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 11 events were reported for this quarter. Product return status: 11 devices were evaluated based on historical data analysis. Evaluation findings (results/components): 11 devices: degradation problem identified, wear problem, lubrication problem identified, overheating problem identified / part/component/sub-assembly term not applicable. Product disposition: 11 devices: product not received. Additional information: 11 devices were not labeled for single-use. 11 devices were not reprocessed or reused.